Manufacturer narrative:
The cause of the discordant, falsely low tsh results on one patient sample is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely low third generation thyroid stimulating hormone (tsh) results were obtained on one patient sample upon initial and repeat testing on an immulite 2000 xpi instrument while using reagent lot 632. The first result was reported to the physician(s), who questioned the result as it did not match the clinical picture of the patient. The sample was repeated on an alternate platform and the result was higher. A new sample was obtained from the patient and was run on the same immulite 2000 xpi instrument and on the alternate platform, both resulting higher. The sample was then sent to another laboratory and tested on another alternate platform, also resulting higher. The customer then repeated the original sample on the immulite 2000 xpi instrument, resulting higher. The corrected elevated tsh results were reported to the physician(s). After receiving the elevated tsh results and based on the clinical picture of the patient, the physician changed the patient treatment from 75 ug of levothyroxine once per day every morning to 100 ug euthyroxin once per day every morning. A second redraw sample was obtained from the patient and was tested on an unknown instrument, resulting lower. It is unknown if this result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low tsh results.

Manufacturer narrative:
The initial MDR 2432235-2016-00613 was filed on october 14, 2016. The first supplemental MDR 2432235-2016-00613_s1 was filed on december 27, 2016. The second supplemental MDR 2432235-2016-00613_s2 was filed on january 5, 2017. Additional information (03/10/2017): a siemens headquarters support center (hsc) specialist reviewed the patient data and results obtained from in-house testing performed by siemens technical support laboratory (tsl). The hsc specialist stated that the discordant results may have been obtained due to the multiple sample draws used for testing with a possibility that the oldest sample may have degraded, thus giving a lower thyroid stimulating hormone (tsh) result than that which was obtained in the laboratory and on repeat testing. It was also noted that the patient was taking medications that could have affected the tsh value. The cause of the discordant, falsely low 3rd generation tsh results on one patient sample is unknown.

Manufacturer narrative:
The initial MDR 2432235-2016-00613 was filed on (B)(6) 2016 additional information ((B)(6) 2016): a siemens technical support laboratory received two vials of patient sample from the customer and performed in-house testing. Adjustments, quality controls and patient sample were run, which were acceptable when compared with reference reagent kit. The cause of the discordant, falsely elevated 3rd generation tsh results on one patient sample is unknown. Section has been updated with the additional information.

Manufacturer narrative:
The initial MDR 2432235-2016-00613 was filed on october 14, 2016. The first supplemental MDR 2432235-2016-00613_s1 was filed on december 27, 2016. Corrected information (01/05/2017): additional MFR narrative of the first supplemental MDR stated "the cause of the discordant, falsely elevated 3rd generation tsh results on one patient sample is unknown." The discordant results were falsely low. The statement should read, "the cause of the discordant, falsely low 3rd generation tsh results on one patient sample is unknown."